Manufacturer narrative:
A correction is being sent for incorrect coding. Previously the conclusion code was listed as cause could not be traced to the device. This is incorrect. The conclusion code is cause is traced to device design.

Event description:
A bipap a40 was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device, the device was visually inspected and found evidence of foam degradation. There was no malfunction of the device was noted. There were no actionable errors observed. No components were replaced. The device was scrapped.